Event description:
It was reported by the customer's wife that the customer's set had fallen and the customer had to replace it when it fell out. Customer's wife stated that the customer's set was running high. Customer's wife then stated that it started to burn when the customer took the bolus. Customer removed it and replaced it. Customer put in new insulin and was trying to prime when he received a no delivery alarm. Customer's blood glucose level was 493 mg/dl. Customer treated with a manual injection. Troubleshooting was performed and the customer was advised that the pump was working as designed. Customer was also advised to replace out the reservoir since he had used the insulin. Customer took an insulin injection at the same time that his set was changed. Customer's blood glucose levels dropped to normal by bed time. Customer was fine this morning. It appears that there was some type of occlusion in the line. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.